Event description:
A headrest assembly was damaged during transit of a demonstration unit. Internal investigation revealed an issue that could lead to sudden loss of head support to the user. Depending on the inclination of the system at the time of the event and the user's medical condition, serious injury could not be ruled out. No injury has occurred to date. No field reports to date.